Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching episodes due to noise on the atrial lead were noted. No further actions have been taken besides the patient being monitored. The patient is in stable condition.